Manufacturer narrative:
Upon completion of the investigation it was noted that the customer's complaint of "perforator plunged during use" was not verified. This perforator met the test method acceptance requirements; proper engagement and disengagement were achieved with every drill hole. There was no premature disengagement or erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. No root cause could be determined as no problem was identified. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer called and reported that the perforator plunged during use. Patient is fine. Device will be returned for investigation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.